Manufacturer narrative:
.

Event description:
It was reported that high lead impedance was found on patient's vns system on (B)(6) 2016. Additional information was received that patient is psychiatric, implanted for depression. It was reported that vns therapy helped patient's depression. It was reported that the physician decided to disable the generator last (B)(6) 2015 to see if it would make any change to patient depression and to evaluate whether the patient's improvements were to be attributed to vns therapy or not. It was reported that when querying the patient about the feelings with vns switched off, patient reported feeling well but not as before when the vns was on. Patient reported anxious about the idea of not getting the vns stimulation. It was reported that physician discussed with the patient about getting use of the vns non- stimulation and not focusing on that anymore. It was reported that the lead impedance was ok at the last visit when the vns was turned off. It was reported that patient asked for the vns system to be removed for esthetic reason as it is not been used anymore, being disabled but physician replied they were going to give more time and assess patient's depression on a longer period before planning a removal. The generator is currently disabled. When asked about possible trauma causing lead damage, the patient reported working as builder, and uses to carry weights and could not rule out damaging the lead during work. No known surgical interventions have occurred to date.